Manufacturer narrative:
Investigation summary: review of the data showed the sample in question had no exponential fluorescence. Increasing rfus can happen for a number or reasons including samples with high protein content, inhibitory samples and mishandling. Technical assistance was provided to the customer to correct the issue. Root cause:unable to determine. Source: phone.

Event description:
Customer reporting 1 discordant sample when testing samples for training. Day 1 testing produced a negative sars result, day 2 testing produced a positive sars result. Confirmatory testing was not performed and symptomatic status of the patient is unknown.